Event description:
Customer alleged dlo switch is intermittently functional. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m51-cg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states, he had unknown back injury / surgery. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the drive lock out (dlo) switch is working intermittently. The user alleged was thrown out of his power chair. Dealer stated that he advised the consumer that he needs to wear his seat strap, but consumer stated that he would not due to a back injury. A new dlo switch was replaced on the power chair. The chair is working correctly. The consumer requested that the sensor be disabled (dealer has a signed copy that consumer wanted the sensor disabled/paperwork with the consumer's signature). The dealer confirmed that the consumer was not injured due to the incident. The original dlo switch was returned by the dealer to invacare for an investigation.